Manufacturer narrative:
The issue was resolved for the customer by lubricating the legs and slides of the unit.

Event description:
It was alleged that a (B)(6) patient was on the cot, when raising the cot up the legs would not extend down all the way. It was reported that an employee allegedly injured their back while trying to keep the patient and cot raised up long enough to get the legs of the cot extended.

Event description:
It was alleged that a (B)(6) patient was on the cot, when raising the cot up the legs would not extend down all the way. It was reported that an employee allegedly injured their back while trying to keep the patient and cot raised up long enough to get the legs of the cot extended.